Manufacturer narrative:
A philips field service engineer (fse) went to the customer site; the malfunction could not be reproduced. The monitor was tested for external impact or damage. The function and the coupling of the parameter server were checked. With a demo patient, alarms were produced that were reproduced on the monitor and the control center. The fse found that the alarm volume could be changed from level 4-10. The measuring cable recognition was checked, the alarm led reproduction was checked, and he alarm acknowledgment on the monitor and on the control center was checked. In the tests performed, the system corresponds to the manufacturer's specifications and is ready for clinical use. Alarm logs were received by philips and were reviewed before and after the reported time of 8:30, and based on the information found in the alarm log, the device had alarmed for multiple red brady alarms; the log shows these alarms as being silenced. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, unavailable at the time of this report.

Event description:
It was reported that on (B)(6) 2017, around 8:30 a.m., there was no alarm on the mp30, when a newborn deteriorated on bed (B)(6). The device was in clinical use at the time of the reported incident on a newborn ((B)(6)) patient. Gender and weight of the patient were unknown at the time the reporting decision was due. The nurses only noticed the baby's condition when an external perfusor alarmed. They found the baby lifeless; reanimation commenced over 45 minutes and was successful, however, the outcome of the patient is undetermined.